Event description:
A balloon catheter ruptured following multiple inflations during a dilatation of a superficial femoral angioplasty of a calcified lesion. The dilatation was successfully achieved with this unit prior to the rupture and there were no patient complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available.balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co. Follow-up indicated this device was used in a calcified lesion which co. Believes contributed to this event and does not attribute it to the device. However, without evaluating the device, the co. Can not determine the exact cause for the event. Co's directions for use state: if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."